Manufacturer narrative:
Caire has written a formal request for the equipment to be returned to the facility for inspection and testing. A follow-up medwatch report will include the completed test results from the involved equipment.

Event description:
The alleged incident involves the caire helios portable oxygen unit. The incident took place at the patient's son's home in (B) (6) (B) (6). On (B) (6) 2009, the patient has reported that the unit was in the upright position against their leg and indicated that the unit leaked. The patient claims that the unit has allegedly caused burns to their left knee.